Manufacturer narrative:
Product event summary: the data files and afapro28 balloon catheter with lot number 20503 were returned and analyzed. The console serial number was not available therefore no case and fault files were available. Two image files were returned. The first image showed blood inside a catheter balloon, the second image showed a system notice n-006 ( there was blood detected at the patient board (catheter shaft impedance wire blood detection)) displayed on a console screen. Visual inspection was performed. The balloon segment showed blood inside the balloon and the balloon was bent. No anomalies were identified on the shaft segment. The shaft is intact with no apparent issue. No anomalies were identified with the electrical handle segment. The electrical connector is intact with no apparent issue. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for two applications on t he reported event date. During functional testing, the console terminated the application and triggered system notice n-006. During pressure testing of the balloon segment, an inner balloon breach (pinhole) was observed. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.12 inches proximal to the catheter tip. In conclusion, the kink and blood detected issues were confirmed through testing and the balloon catheter failed the returned product inspection due to a breach and kink/twist on the guide wire lumen and a pin size hole on the surface of the inner balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation to d10: 203cxc coaxial umbilical cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that during a cryo ablation procedure. During manipulation at the right inferior pulmonary vein (ripv), ostium in a challenging anatomy with little space. It was observed, in fluoroscopy that the balloon catheter was kinked. With further manipulation the balloon catheter jumped out of the ostium. An error message was received, indicating that there was blood detected at the patient board (catheter shaft impedance wire blood detection). The coaxial umbilical cable was disconnected. And it was replaced together with the balloon catheter. Since, it was difficult to remove the mapping catheter from the balloon catheter, the balloon catheter was removed from the patient, together with the mapping catheter. The balloon catheter, mapping catheter, and coaxial umbilical cable were replaced. Which resolved the issues. The case was completed with cryo. No patient complications have been reported, as a result of this event.